Event description:
Patient (user) reported he contracted a urinary tract infection (uti). He reported he thinks he got a uti due to the device packaging being difficult for him to open. It only tore half way across the top so he had difficulty getting the catheter out. As a result, he thinks he had to touch the catheter more than usual, thereby possibly contaminating the catheter in the process. His doctor prescribed nitrofurantoin (100mg, 3 x day) for 10 days. He took the medication and recovered completely.